Event description:
According to the reporter, the customer contacted medtronic technical support regarding a retained bravo capsule that was placed on (B)(6) 2017. The capsule was removed endoscopically from the patient on (B)(6) 2017 which was returned to the patient upon request. Medtronic medical affairs spoke with the customer and confirmed the bravo capsule was still attached 45 days after capsule placement. The patient continued to have concerns and wanted to be certain ¿all parts of the capsule¿ were removed prior to their MRI. He then contacted medtronic asking for a picture of an intact capsule so they could compare the capsule removed for their esophagus. Based on the image provided, the patient continued to have concerns about the possible differences noticed on their capsule compared to the picture. Medtronic medical affairs suggested the patient schedule a meeting with their gastroenterologist prior to the planned MRI to discuss concerns and potential follow-up imaging prior to the MRI. Medtronic medical affairs offered to speak with the patient¿s physician, but would not provide contact information. Return of the capsule was requested for evaluation (with results rendered) prior to the planned MRI. They also reviewed the MRI warnings as stated in the user manual. The patient stated they would make an appointment with his physician prior to the MRI. The customer called back and was very pleased with the conversation which took place with medtronic medical affairs. He contacted their doctor¿s office for a follow-up appointment. Unfortunately the physician¿s staff was less than accommodating and the patient now feels more hesitant of the upcoming MRI than before they initially contacted medtronic. A second attempt for the patient¿s physician¿s contact information was made which was declined. The patient emailed medtronic technical support the bravo capsule which was removed from the patient on (B)(6) 2017. It was reported the capsule looked to be intact.

Manufacturer narrative:
Device evaluation: the capsule was not returned for evaluation. However, two photos of the capsule were sent. Both photos appear to show that the capsule is intact without any missing pieces. If information is provided in the future, a supplemental report will be issued.